Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The plunger assembly seal was removed/broken. Cracked on top case by the tube holders. Syringe plunger not in place was found in the history. Syringe plunger not in place was found at syringe test and failed syringe plunger sensor test. The root cause of the reported issue was found to be normal wear. The right flipper on left plunger case was sticking in the middle when plunger lever was press. The problem appears to be caused by a normal wear of a moving component in that the pump, which was 7 years old. Replaced left plunger case. Performed preventive maintenance and all functional testing which passed. (UDI) is unknown. No information available to date.

Event description:
It was reported that the syringe plunger not in place occurred. No patient injury was reported.